Event description:
It was reported that during a da vinci hysterectomy procedure, the pk dissecting forceps instrument cable broke. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the instrument wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found that one of the instrument conductor wire to be broken at the yaw pulley exit. The wire was detached from its connection at the grip. The electrical continuity test failed. The yaw pulley did not show any signs of arcing. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.